Event description:
The customer reported that there was no video output on the workstation. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed and onsite investigation. The interconnect cable and general operating system were replaced. The system was then found to be operating as intended.